Event description:
(B)(4). Same case as 2134265-2012-06541; 2134265-2012-06534. It was reported that following a coronary artery stenting treatment procedure, the patient expired. Lesion 1 was a long lesion located in the proximal left anterior descending (lad) artery and extending to the mid lad with 90% stenosis and was 38 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. 600 mcg of intracoronary nitroglycerine was administered for vasospasm. The patient was started on aspirin and clopidogrel and a staged procedure to right coronary artery (rca) was scheduled. The patient returned to the cath lab for stent placement to the right posterior descending artery (r-pda). Angiography showed 85% stenosis in r-pda and 60% stenosis in the transition point to the proximal and mid r-pda stenosis. 200 mcg of nitroglycerine was administered for vasospasm which confirmed that the lesion was stenotic post - injection of ic nitroglycerine. Lesion 2 was located in r-pda with 85% stenosis and was 10 mm long with a reference vessel diameter of 2.45 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 12 mm taxus atom stent, with 0% residual stenosis. Lesion 3 was located in r-pda with 60% stenosis and was 7 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent placement using a 2.25 x 8 mm taxus atom stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In june 2012, the patient was brought to the emergency room after being found next to the bed on the floor in an unresponsive state. At the time of the event the patient was taking aspirin. The subject was found to have an oxygen saturation of 80 and carbon dioxide saturation of 185 and was intubated and put on a ventilator. Post intubation the patient went into a brief episode of pulseless electrical activity and cardiac arrest. CPR and adrenaline was initiated with the patient responding to the treatment. The patient was diagnosed with respiratory failure and aggressive bronchodilator therapy with nebulizer, steroids and overnight ventilator support was planned. The patient had been weaned off the ventilator and was now on bi-pap under palliative care treatment. Oxygen saturation was at 88 ¿ 93% and the patient was noted to be using accessory muscles for breathing. Later on the same day, the patient developed respiratory distress and was subsequently intubated and placed back on ventilator support. Repeat abg showed significant improvement. The patient continued on ventilator support with noted stable vital signs. Attempts to wean the patient off the ventilator were unsuccessful. The decision was made for withdrawal of care and hospice services. The patient was extubated and placed on hospice service with comfort measures, and later expired. The cause of death was respiratory failure, and the death certificate was not available.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).